Manufacturer narrative:
Investigation in process.

Event description:
Caller reported potential false negative result for troponin I (tni) on triage profiler sob test vs. Result from centaur on samples from pt who presented in ed. Subsequent draws run on the centaur suggested ami, but a diagnosis was not available and is not expected based on hippa policies. Ckmb and myo were not ordered for testing in the ed. Doctor questioned the tni result and asked that it be run in the lab.